Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient had a confirmed infection, pain at the incision site and a report of painful urinary tract infection (uti). They spoke with their doctor about the pain and were told that it was normal. She stated that the pain was in her buttocks and went to her left leg. It was a very bad pain. It was mentioned that she went into the doctor for the uti and was given medication and she started leaking.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.